Manufacturer narrative:
Product analysis: the threads of the screw are damaged from what appears to be misalignment.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of broken vertebrae as a result of a traumatic injury. During surgery, surgeon wanted to break off the set screw but the break-off set screw did not get any grip, it didn't get fixed, turned loose, and in that way it did not break off. After this the surgeon tried it again with another set screw but with the same result. It appeared that the screw thread of the screw was damaged and surgeon had to change the construction with a larger screw. The screw and set screws were used to give fixation after corpectomy. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.